Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device got a red screen showing that voltage was too low for projected remaining capacity related to fault code 1003. Per faults and actions, the pacemaker can not be implanted. No patient involved.

Event description:
It was reported that this device was at a pre implant procedure and it had been taken out of storage mode some time ago. After a check, the device showed a red screen with voltage alert, code 1003 indicative of battery voltage too low for the projected remaining capacity. The representative stated that he interrogated the device some days later and did not get the red screen, however, battery status had the message that it is inaccurate due to the code 1003. Device return was recommended as this message would be present at each check.

Manufacturer narrative:
The device was returned and analyzed. The pacemaker was taken out of ship mode and the code 1003, indicative of battery voltage too low for the projected remaining capacity, occurred 2 days later. Review of the temperatures recorded in memory noted that the pacemaker was exposed to temperatures close to 0 degrees c in nov and dec of 2019 and below 0 degrees c in feb and march of 2020. Capacitor reforms were noted on the 16th and 18th of december 2019 prior to when the fc1003 occurred on dec 20th. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The fault code 1003 occurred because 2 capacitor reforms were performed in the colder temperatures; the battery recovered slowly due to the colder temperatures.